Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay. Document treatment for high blood glucose: insulin document type of diabetes: type 1. The event involved product(s) mmt-213a, mmt-1884, mmt-332a. Troubleshooting was performed. Customer reported high blood glucoses. No further patient complications were reported. No product return is required for mmt-213a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 11-oct-2024 in the pump history file. 10/11/2024 00:02:45.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4250 (0.425 u). Bolusamountdelivered: 4250 (0.425 u). 10/11/2024 00:09:51.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Normalbolusamountprogrammed: 37000 (3.7 u). Bolusamountdelivered: 37000 (3.7 u). 10/11/2024 00:12:33.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1250 (0.125 u). Bolusamountdelivered: 1250 (0.125 u). 10/11/2024 00:17:33.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1250 (0.125 u). Bolusamountdelivered: 1250 (0.125 u). 10/11/2024 00:22:33.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1250 (0.125 u). Bolusamountdelivered: 1250 (0.125 u). 10/11/2024 00:26:47.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8). Normalbolusamountprogrammed: 61750 (6.175 u). Bolusamountdelivered: 61750 (6.175 u). 10/11/2024 01:57:33.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1250 (0.125 u). Bolusamountdelivered: 1250 (0.125 u). 10/11/2024 02:02:33.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1250 (0.125 u). Bolusamountdelivered: 1250 (0.125 u). 10/11/2024 02:07:51.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4500 (0.45 u). Bolusamountdelivered: 4500 (0.45 u). 10/11/2024 02:13:05.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 9000 (0.9 u). Bolusamountdelivered: 9000 (0.9 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date of 11-oct-2024 listed on smartsolve and the days prior to the event date due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 11-oct-2024 in the pump history file. 10/11/2024 11:44:02.000 insulindeliverystopped (30). Reasonfoinsulindeliverysuspension: usersuspended (2). 10/11/2024 23:56:29.000 insulindeliverystopped (30). Reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-oct-2024 in the pump history file. 10/06/2024 11:10:40.000 batteryremoved (55). 10/06/2024 11:10:40.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 10/06/2024 11:10:55.000 batteryremoved (55). 10/06/2024 11:11:00.000 batteryinserted (44). 10/07/2024 10:39:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 10/09/2024 09:11:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 10/09/2024 09:21:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 10/09/2024 13:00:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 10/09/2024 13:10:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 10/09/2024 16:22:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). 10/11/2024 07:43:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 10/11/2024 07:55:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lostsensor1alert (780) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.